Event description:
It was reported while using maxzero¿ extension set, microbore, 1 bonded maxzero¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the extension is extremely hard to flush.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No product or photo was returned by the customer. The customer complaint that the extension is extremely hard to flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9277 lot number 22016205 was performed. The search showed that a total of 7203 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed.